Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump beeps a couple of times but there were no alerts on the it. The customer blood glucose level was quite high but that was because they changed eating habits. The customer did not want troubleshooting for high blood glucose because they were treating it. The device will not be returned for analysis.